Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in clinic with high lead impedance, high capture thresholds, during revision the physician noted lead fracture. The lead was capped and replaced successfully on (B)(6) 2016. The patient was stable post procedure.